Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that they are unsure of the cause of the inability to put the lead in the left side of their body. It's not resolved, but no further action will be taken. The hcp including peri-operative notes about when they had the difficulty implanting the lead on the left side of their body. They started on the patient's left side. Despite multiple different maneuvers and what appeared to be excellent targeting, they were simply unable to get in. They did have to go just slightly above the sciatic notch line to assess this. Again despite multiple maneuvers they were unable to get in. They went over to the patient's right side and was able to access the s3.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient said they are not satisfied with the amount of time they have to get to the bathroom. Patient said before getting the device when they got the urge to urinate they had 15 seconds to get to the bathroom and since getting the implant they have 30 seconds but during the evaluation they had 90 seconds to get to the bathroom. Patient was able to increase stimulation and has an appointment with the hcp on (B)(6) 2020. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. Additional information was received from the patient. They reported the same issue and were advised to increase the amplitude two notches every day until they started to feel pain. They increased to 3.4 volts and felt comfortable stimulation. They planned to monitor and adjust as needed. Additional information was received from the patient. Patient called back and said the temporary device worked really good. The side that worked during the trial was the left side. During the permeant implant the doctor couldn't get the lead in the left side and had to put it in the right. They had tried all the programs and not gotten results and was given new programs and it still didn't work. Patient wanted to know if they could put a sensor on the outside of the body to find out where it works. Patient services told them to follow up with the doctor to see if they could reposition the lead to find the targeted spot.

Manufacturer narrative:
Concomitant medical products: product ID 978b128 lot# va29r3p implanted: (B)(6)2020 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 30-jun-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.